Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle could not be attached to the pen during use, as the plastic edge of the hub was "cut". This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "spouse of a consumer reported he could not attach the pen needle on to the pen, he thinks plastic edge of the hub is cut." "Consumer uses new needle each time of her injection."

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) 32gx4mm bd pen needle without a tear drop label attached. Spouse of a consumer reported he could not attach the pen needle on to the pen, he thinks plastic edge of the hub is cut. The returned pen needle was examined, and it was observed that there was damage to the base of the hub and to the top of the inner shield. It was also observed that the non-patient end (npe) cannula was bent, and that the damage to the hub prevented the pen needle from being attached to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (damaged hub, damaged inner shield, bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description this issue most likely occurred due to an assembly line jam which caused parts to be placed on the line on top of each other. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle could not be attached to the pen during use, as the plastic edge of the hub was "cut". This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "spouse of a consumer reported he could not attach the pen needle on to the pen, he thinks plastic edge of the hub is cut." "Consumer uses new needle each time of her injection."